Manufacturer narrative:
The following devices were also listed in this report: tri ts baseplate size 4; cat# 5521-b-400; lot# frd, triathlon total knee system offset adapter 6mm; cat# 5570-s-060; lot# m3w40am, tri press-fit stem 16mm x 100mm; cat# 5565-s-016; lot# m6s43j, triathlon total knee system offset adapter 4mm; cat# 5570-s-040; lot# m6m13a, triathlon femoral distal augment 5mm - size 4 left; cat# 5540-a-401; lot# dzjr, tri press-fit stem 15mm x 100mm; cat# 5565-s-015; lot# m4c20e, triathlon femoral distal augment 5mm - size 4 left; cat# 5540-a-401; lot# duxj, tri ts femur sz4 left; cat# 5512-f-401; lot# edil. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been two other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Based on the medical review, on (B)(6) 2013, a rom of only 0° to 30° was reported. Patient could not walk around, required a lot of strong pain medication including oxycontin. This second left knee revision surgery was performed on (B)(6) 2013, again on the indication of arthrofibrosis. No report of bearing exchange at this time.